Event description:
It was reported by the customer that on (B)(6) 2010, the fiber beam scattered and then began firing at the tip of the fiber at 178,650 joules. No injury was reported. A failure analysis report is pending.